Event description:
Patient with prior lumbar fusion presented for revision and removal of broken hardware. S1 screw broken into two pieces, the head/rod connecting portion was removed, the shaft was unable to be removed per surgeon. L4 and l5 screws intact. FDA safety report ID (B)(4).